Manufacturer narrative:
All buttons functioning properly during testing however, moisture damage was found on the keypad traces during visual inspection. No button error alarm noted during testing. No moisture damage was found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. The following cosmetic damage was noted: cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that he got sprayed with water while wearing the insulin pump and water came out of the keypad. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.